Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the tenaculum forceps instrument's cable tip snapped. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no fragments were broken off into the patient. The instrument was intact prior to first use. The instrument did not collide with any other instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. The complaint was confirmed by failure analysis.